Event description:
There is a major product defect in the henora IV set (B)(4). This j-loop set comes apart where the female luer connector is supposed to be glued/ connected permanently. The tubing pulls apart very easily. This pt was confused and unaware he was bleeding, this resulted in a significant blood loss. This events is happening on many of our pts. We tested the competitors sets we had been using and even be stretching the tubing between the two connector ends the tubing could not be pulled apart.